Event description:
During pta there was resistance/friction with the slalom thrill and the sheath during removal. The target lesion was dialysis shunt. It is unknown if the lesion was a de novo, but was moderately calcified and moderately tortuous. The % of the stenosis was 90%. Approach was made from the artery side. The lesion was crossed with a gw (radifocus) and then slalom thrill (3.0/40mm, 80cm: complaint product) was delivered and inflated at 17atm for 120sec at the target lesion. The balloon deflated without issues and the slalom thrill was retrieved, but there was strong friction inside the sheath. Additional dilation was conducted with a different balloon catheter (yoroi) and the procedure was completed without any other problems. There was no patient injury reported. The product was clinically used and will be returned for analysis. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. There was difficulty withdrawing the balloon catheter from the sheath, but the physician managed to do it. The balloon catheter was intact (in one piece) when removed from the patient.

Manufacturer narrative:
During pta there was resistance/friction with the slalom thrill and the sheath during removal. The target lesion was a dialysis shunt. It is unknown if the lesion was a de novo, but was moderately calcified and moderately tortuous and 90% stenosed. Approach was made from the arterial side. The lesion was crossed with a gw (radifocus) and then slalom thrill (3.0/40mm, 80cm: complaint product) was delivered and inflated at 17atm for 120sec at the target lesion. The balloon deflated without issues and the slalom thrill was retrieved, but there was strong friction inside the sheath. The brand of sheath is unknown. Additional dilation was conducted with a different balloon catheter ((B)(4)) and the procedure was completed without any other problems. There was no patient injury reported. The product was clinically used and will be returned for analysis. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. There was difficulty withdrawing the balloon catheter from the sheath, but the physician managed to do it. The balloon catheter was intact (in one piece) when removed from the patient. There was no report of patient injury and the device was returned for analysis. One non sterile catheter slalom trill 3.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was inflated and deflated. Inflation medium residues were observed. No other anomalies were observed in the returned device. The outer diameter proximal seal was measured with 4f csi, inserting the catheter through 4f csi and no resistance or friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of pta system withdrawal difficulty- through guide sheath could not be confirmed since the device was inserted into a 4fr catheter without difficulty. Without the return of the sheath used during the procedure it is not possible to determine what factors may have contributed to the reported event. The cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt.